Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets bent cannula events on (B)(6) 2025. Events occurred within 3 hours of insertion. The insertion site was the abdomen. Blood glucose level was 660 mg/dl at the time of the event due to which patient required assistance from hospital and patient got treated with intravenous (IV) fluids. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-12565. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site the batch 6008162 in question was manufactured at the reynosa site. Complaint investigations: photo/sample was not provided. The reference samples for batch 6008162 were previously tested in complaint (B)(4) on 01/jun/2025. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the packing lot 6008162 was manufactured according to the wi version 115 manufactured in the inset 8, on 12/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6008162 and another 1 complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, another 1 complaint has been registered in database for the same lot and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.